Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the top on the guide rod. No other images were provided to show the fractured part of the instrument. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that the shaft distal tip is fractured. Fractured piece(s) were not returned with the device. Wear marks are noted around the circumference just above the fracture location. Scratches are present on the proximal end and shaft from previous uses. No other damage was noted. The device has an approximate field age of 1.5 years. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through a monthly complaint review in order to identify potential adverse trends. The root cause is unchanged. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the scrub nurse found the tip of the positioning guide missing in the tray. This was found prior to the patient's procedure. No patient impact. There is no additional information available at the time of this report.